Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection showed that the lens was cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains a specific section on lens power calculations and precautions with respect to refraction measurements. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an explant of an intraocular lens (iol), model zct300, was performed due to an ocular response analyzer (ora) reading. The patient was implanted with a 21.5 diopter iol but required a 22.5 diopter on his second visit. No further information was provided.